Manufacturer narrative:
Section d references the main component of the system and other applicable components are: product ID 3889-28 lot# va1a7rj serial# implanted: (B)(6) 2016 explanted: product type lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep reported that the patient¿s symptoms returned to baseline. The rep reported that the patient trialed each of the 7 programs with unfamiliar results as compared to the office-based procedure. The rep reported that after trials and reprogramming on multiple occasions the patient opted for a lead revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.